Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. The customer's blood glucose level was ¿high¿ on the continuous glucose monitor (specific bg value was not provided). A manual injection was administered to address bg. Customer changed out the infusion set supplies to address the issue.